Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: spouse of consumer reported needles clog during injection resulting in not getting full dose and glucose values elevated. Works during the flow check. Informed husband of user proper placement of non patient end. Spouse of consumer reported - consumer visited her doctor on normal visit. Endocrinologist suggested she change to 31g pen needle. Informed spouse of our 31gpen needles.

Event description:
It was reported while using (brand name) the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: spouse of consumer reported needles clog during injection resulting in not getting full dose and glucose values elevated. Works during the flow check. Informed husband of user proper placement of non patient end. Spouse of consumer reported - consumer visited her doctor on normal visit. Endocrinologist suggested she change to 31g pen needle. Informed spouse of our 31gpen needles.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.